Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had bright light cone halo effect in the monitor image, resulting in image disturbance. The tip of the laser appeared excessively bright. The event occurred during inspection for use. There were no reports of patient involvement.